Manufacturer narrative:
The device was not returned to assist with the investigation; however, a review of the following was completed: complaint history, device history record, documentation, manufacturing instruction, and specifications. The device history record was reviewed and no non-conformances were noted. No other complaints were found associated with the complaint device lot number. A definitive root cause could not be determined based on the information provided. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). Event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
During a ureteroscopy procedure with laser lithotripsy, the basket was not able to close all the way once it passed through the access channel. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. At this time, no other information has been provided.